Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys cortisol ii result for one patient sample with the cobas 6000 e 601 module. The initial result was 0.144 ug/dl. This result was reported outside of the laboratory and questioned by the physician. On (B)(6) 2021, the sample was repeated twice with results of 21.63 ug/dl and 21.59 ug/dl respectively. The reagent lot number was 52908001 with an expiration date of 28-feb-2022.

Manufacturer narrative:
The investigation found the customer¿s calibration and qc were within specifications therefore no general reagent issue is present. The investigation did not identify a product problem. The cause of the event could not be determined.